Manufacturer narrative:
(B)(4): the unit and 2 batteries were evaluated at philips and the failure was verified. The batteries showed unusual rough use and damage to the case and spring tabs that keep the batteries inserted in the battery bays. These batteries are more than 2 years old. The batteries were replaced for customer satisfaction.

Event description:
The customer reported that the unit had intermittent power connection issues and would intermittently shutdown. There was no report of pt involvement.